Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system, section: general patient care considerations, ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output, use of the repositioning sheath and peel-away introducer, ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states), ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The patient experienced bleeding at the access site. Manual pressure was held, medication was titrated and anticoagulation was withheld. Femstop was applied and support continued. Additionally, after the pump was implanted, the doctor had difficulty with the sterile sleeve so they removed the sleeve. Support continued until the device was successfully weaned.

Manufacturer narrative:
The investigation of access site bleeding and product damage (sterile sleeve damage) has been completed. Pump was not returned for investigation. As per the clinical information provided, the patient had arterial bleeding on access site with activated clotting time (act) greater than 420. Therefore, the root cause of the access site bleeding issue was most likely anticoagulation management related due to high patient act values. As per the clinical information provided, the doctor removed the sterile sleeve since he was finding it difficult to secure the catheter after insertion. Therefore, the root cause of the product damage - sterile sleeve damage issue was use related to improper technique. D3 manufacture address line 1 was erroneously entered on the initial manufacturer device report number 1220648-2025-26478.